Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 312 mg/dl and it was addressed with a bolus. Reportedly, the customer is a new pump user and is getting used to carbohydrate counting. Also, the customer's healthcare provider is adjusting the pump settings.